Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 11am. The patient reported a reading of ¿305mg/dl¿ on the subject device as compared to what her continuous glucose monitoring device reported, ¿100-160mg/dl.¿ the patient manages her diabetes with an unknown type of insulin through pump therapy and reported that she bolused 2.5 units of insulin at that time. A couple of minutes later, she developed symptoms of ¿sweating, confusion and light headedness¿ and self-treated at approximately 11:15pm with more food/drink. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/11/2014). The lay user/patient¿s products have been returned and evaluated by lifescan product analysis on 06/02/2014 and 06/09/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (06/12/2014) ¿ a DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. Additionally, retains passed all testing on (B)(4) 2014. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.